Manufacturer narrative:
As part of the investigation and given that no information was provided regarding the specific lot associated with the reported event, a review was conducted of the production records for the lots currently held in our warehouse, together with the relevant quality control and release documentation. No discrepancies or abnormalities were identified during this review. Sales volume data indicate that (B)(4) units were distributed in 2024 and (B)(4) units in 2025. To date, no similar complaints or adverse event reports have been received from other countries or markets. A comprehensive review of the device history records (DHR), quality control documentation, and testing records was performed. The review confirmed that the products were manufactured and released following completion of all required inspections and tests. All acceptance criteria were met, and the products were found to be in compliance with applicable specifications. No deviations or anomalies were identified at any stage of the manufacturing, testing, or release processes. No product-related nonconformities were identified. The products were manufactured and controlled in accordance with the applicable reference standard en (B)(4). Based on the information reviewed and the results of the investigation, there is no evidence to indicate a systemic issue or a manufacturing- or quality-related root cause. At this time, the reported event appears to be isolated.

Event description:
During drain removal, the tube has broken. The drain was kept in place less than 24 hours. The patient had to come in for another surgery for removal of retained chest tube.